Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. Fascia was closed with the suture. Following that, the patient was rushed 72-84 hours post-operatively back to the operating room with wound dehiscence as the suture had snapped along the suture line. The knots to the suture were intact and the break occurred along the material line. The patient is now doing well following a re-operation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: pds ii plus antibacterial suture product code (B)(4): (B)(4) mfg date: 12/01/2009, exp date: 07/31/2011. Pds ii (polydioxanone) suture product code (B)(4): (B)(4) mfg date: 12/28/2006, exp date: unk.